Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection, after the first firing, it was found that no staples were deployed. Another device was used to complete the procedure. There were no adverse consequences for the patient.